Event description:
In this event it is reported that reciproc files 6x file broke during use. The outcome of this event is unknown and further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information added in this complaint (B)(4) - because we was informed from our customer, that the file was found in the package shorter. Further info received: lot452180 was just taken out and not yet used when I found that the file was a bit short. Since they were all discovered before use, there are no corresponding motors are the 2 instruments broken at 1 patient. If no, please provide that information for each patients. No. When did the file breakage occur? (B)(6) 2025. How often have the files been used? Problems discovered before use. Could the broken tip been retrieved? No. Was the tooth filled with broken part? No. Or without broken part? No. Was the treatment completed? No. Became any further treatment necessary due to this file breakage? Please explain after the problem occurred, the customer contacted us. And files from other batches were used for treatment. Correcting this event from reportable to non-reportable as this happen prior to being used in treatment. This was discovered prior to start of treatment. Please disregard the initial report.